Event description:
Additional information received indicated surgical intervention took place wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Correction: section a4: the patient weight should have been 100 pounds instead of 170 pounds. Correction: section e1: the reporter first/given name should have been "(B)(6)", reporter last name should have been "(B)(6)", reporter name should have been "(B)(6) hospital", reporter phone number should have been (B)(6) , reporter address line 1 should have been "(B)(6)" , and reporter postal office or zip code should have been "(B)(6)". The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient's ipg was unable to communicate with external devices and the patient lost therapy. A manufacturer rep confirmed the issue and the ipg was deemed inoperable. In turn, surgical intervention may be pending to address the issue.